Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included seizure, joint pain, discomfort and gerd. Concomitant products included escitalopram for depression and anxiety, phenytoin sodium (dilantin d.a.) For epilepsy, amlodipine for hypertension as well as paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), subcutaneous abscess ("infection (other) describe: skin abscess"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced arthralgia ("type of autoimmune diagnosed: chronic polyarthralgia"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety and mental anguish"), vulvovaginal pain ("vaginal area") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain and vulvovaginal pain was resolving, the genital haemorrhage, arthralgia, dyspareunia, vaginal discharge and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, subcutaneous abscess, depression, anxiety, dysmenorrhoea, fatigue, weight decreased and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, subcutaneous abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- 01-sep-2009, 21jul2009 patient received treatment for events ¿abdominal pain, dyspareunia (painful sexual intercourse), back pain, pelvic pain, chronic polyarthralgia, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- vitamin d deficiency.reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included seizure, joint pain, discomfort and gerd. Concomitant products included escitalopram for depression and anxiety, phenytoin sodium (dilantin d.a.) For epilepsy, amlodipine for hypertension as well as paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), subcutaneous abscess ("infection (other) describe: skin abscess"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue/chronic fatigue") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced arthralgia ("type of autoimmune diagnosed: chronic polyarthralgia"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety and mental anguish"), vulvovaginal pain ("vaginal area") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain, back pain, abdominal pain and vulvovaginal pain was resolving, the genital haemorrhage, arthralgia, dyspareunia, vaginal discharge and vaginal infection had resolved, the psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, subcutaneous abscess, depression, anxiety, dysmenorrhoea, weight decreased and vitamin d deficiency outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, subcutaneous abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6)2009, (B)(6) 2009 patient received treatment for events ¿abdominal pain, dyspareunia (painful sexual intercourse), back pain, pelvic pain, chronic polyarthralgia, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: information received via social media: outcome of event fatigue was updated to not recovered and reported term was updated from fatigue to fatigue/chronic fatigue and reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included seizure, joint pain, discomfort and gerd. Concomitant products included escitalopram for depression and anxiety, phenytoin sodium (dilantin d.a.) For epilepsy, amlodipine for hypertension as well as paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), subcutaneous abscess ("infection (other) describe: skin abscess"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced arthralgia ("type of autoimmune diagnosed: chronic polyarthralgia"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety and mental anguish") and vulvovaginal pain ("vaginal area"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain and vulvovaginal pain was resolving, the genital haemorrhage, arthralgia, dyspareunia, vaginal discharge and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, subcutaneous abscess, depression, anxiety, dysmenorrhoea, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, subcutaneous abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009. Patient received treatment for events ¿abdominal pain, dyspareunia (painful sexual intercourse), back pain, pelvic pain, chronic polyarthralgia, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included seizure, joint pain, discomfort and gerd. Concomitant products included escitalopram for depression and anxiety, phenytoin sodium (dilantin d.a.) For epilepsy, amlodipine for hypertension as well as paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), subcutaneous abscess ("infection (other) describe: skin abscess"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced arthralgia ("type of autoimmune diagnosed: chronic polyarthralgia"), back pain ("back pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety and mental anguish") and vulvovaginal pain ("vaginal area"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain and vulvovaginal pain was resolving, the genital haemorrhage, arthralgia, dyspareunia, vaginal discharge and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, subcutaneous abscess, depression, anxiety, dysmenorrhoea, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, subcutaneous abscess, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 patient received treatment for events ¿ abdominal pain, dyspareunia (painful sexual intercourse), back pain, pelvic pain, chronic polyarthralgia, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Lot number and concomitant medication, condition added. Events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, infection (other) describe: skin abscess, psychological or psychiatric problems condition: depression, anxiety and mental anguish, dysmenorrhea (cramping), fatigue, pain, vaginal discharge, weight loss, vaginal area were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("type of autoimmune diagnosed: chronic polyarthralgia"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, back pain, dyspareunia, vaginal discharge, abdominal pain and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dyspareunia, genital haemorrhage, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009. Patient received treatment for events ¿abdominal pain, dyspareunia (painful sexual intercourse), back pain, pelvic pain, chronic polyarthralgia, vaginal infection, vaginal discharge . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- essure model ess203 update to ess205. New events abdominal pain, dyspareunia (painful sexual intercourse), back pain , general abnormal bleeding, chronic polyarthralgia, psych injury, vaginal infection, vaginal discharge were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.